Event description:
I have had increased difficulties related to acne as a result of wearing a mask because of the mask mandate in my state. Recently it got to the point where I broke down and saw my medical provider to change medication for relief. She changed my oral medications. FDA safety report ID # (B)(4).